Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2019-02058; reference MFR. Report#: 1627487-2019-02055; reference MFR. Report#:1627487-2019-02056.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 4: reference MFR. Report#: 1627487-2019-02058, reference MFR. Report#: 1627487-2019-02055, reference MFR. Report#:1627487-2019-02056. It was reported that the patient's drg system was not providing adequate relief. As a result, the drg system was explanted.